Event description:
A customer reported that their adc device detached prematurely, and they did not have another method to monitor glucose. The customer subsequently lost consciousness, and was treated with baqsimi nasal glucose spray by son. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The DHR (device history record) for the libre sensor kit was reviewed, and the DHR showed that the libre sensor kit passed all tests prior to release. The reported product is not expected to be returned, as the reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes, and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.